Event description:
It was reported that during a normal pump replacement for end of life (eol) on (B)(6) 2013- the neurosurgeon disconnected the catheter from the pump and there was no retrograde flow of cerebrospinal fluid (csf). A spinal incision was made and the one piece catheter was broken where the catheter ¿exited out from the spine.¿ the neurosurgeon replaced the catheter. Following the revision the pump dose was decreased from 2.1982mg/day to 0.2mg/day. The managing clinician stated prior to the surgery the patient was receiving efficacious therapy for pain control and no troubleshooting had been performed. Patient status at the time of the report was alive with no injury. The device system delivered dilaudid.

Manufacturer narrative:
Analysis of the pump (B)(4) revealed no anomaly found. Analysis of the 8709 catheter l67852 revealed a broken catheter body. The catheter was returned in 3 segments. The most proximal end of segment 3 had a slight jagged look to it along with a slightly oval shape when viewed in cross section. This indicated that the catheter was compressed at this area and most likely broke at this point. Also, some discoloration was seen at the same area.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# l67852, implanted: (B)(6) 1999, explanted: (B)(6) 2013, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.